Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08570 inches. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 485 mg/dl at time of incident. The customer declined troubleshooting for hyperglycemia. The customer was treated with insulin drip. It was unknown that auto mode feature was active or not at the time of event. The customer's mother stated that the insulin pump was turned off and would not power on. The customer was assisted with troubleshooting for blank display. The insulin pump had blank display after receiving new battery cap. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. The device will be returned for analysis.